Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The anatomy location, vessel and lesion characteristics are unknown. The 2.5mm x 20mm maverick 2 monorail catheter was advanced to the lesion and was reported to have ruptured at 14 (atms) atmospheres of pressure. It is unknown during which inflation the event occurred, nor the duration and number of inflations. The procedure was completed with a different device. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A device history review confirms that this device met its material, assembly and product specifications. The most probable root cause of the balloon rupture can be attributed to operational context due to the anatomical/procedural factors encountered during the procedure which limited the performance of the device.